Event description:
The customer reported that her olympus hd camera head was not displaying an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was intermittently displayed due to a faulty charged coupled device. Additionally, the repair center found a pin hole on the cable and the device failed a water leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the intermittent image occurred because of a faulty charged coupled device. It¿s likely the charged coupled device deteriorated due to water entering the pin hole on the cable. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the intended procedure type was unknown. However, the customer confirmed that another camera was used to complete the intended procedure without any patient harm.